Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis machine displayed an e.03 error on the blood pump. A fresenius field service technician (fst) was called onsite and found valve 33 on the balancing chamber had a melted glob of plastic where there had been a short that apparently sealed itself. The fst replaced the balancing chamber to resolve the issue. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius field service technician (fst) who found valve 33 on the balancing chamber had a melted glob of plastic where there had been a short that apparently sealed itself. The fst replaced the balancing chamber to resolve the issue. Machine functional tests were completed and passed onsite after repair. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis machine displayed an e.03 error on the blood pump. A fresenius field service technician (fst) was called onsite and found valve 33 on the balancing chamber had a melted glob of plastic where there had been a short that apparently sealed itself. The fst replaced the balancing chamber to resolve the issue. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.